Event description:
Patient representative reported "plaintiff underwent a capsulectomy, removal of breast implants, and replacement with smooth implants, due to the increased risk of bia-alcl. The majority of the capsules were removed during the procedure. Plaintiff was implanted with biocell textured breast implants and suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue. Additionally, plaintiff suffered or will suffer capsular contracture, scarring, debilitating physical pain and mental suffering, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses there from; suffered emotional distress, anxiety, depression and disability; loss of earnings; and loss of quality of life, and all of these injuries are permanent and continuing. Patient has not been diagnosed with bia-alcl" this record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided reason for reoperation: capsular contracture unknown baker grade, pain, depression, and anxiety-product/procedure.